Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Crack around l-bracket screw holes of bottom case. Invalid syringe size alarm was found in pump event history log. Unable to duplicate the invalid syringe size at syringe test and the reading of both qc slugs within the required specification. Barrel clamp head screw was loose which is causing the invalid syringe size intermittently. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced right plunger case due to cracked, replaced left plunger case due to broken screw boss, and replaced size pot for preventative measures.

Event description:
It was reported that the device did not recognize the syringe. No patient injury was report.